Manufacturer narrative:
Continued evaluation codes health effect - impact code: f2203. Visual analysis of the photographs identified: anxiety product procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: opening observed. Red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported device appearance and rupture. Device has been explanted and replaced.